Event description:
It was reported that a dexcom g7 sensor experienced intermittent signal loss after a new sensor was applied, with glucose values visible earlier in the morning and then connectivity issues observed; troubleshooting and education were provided, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with device components implicated including the electrical/magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.